Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -7.0/1.0/088 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was explanted and the problem was resolved. The cause of the event was reported as a patient related factor and the device failed to perform as intended and noted " due to psychological reasons, the patient complaint of subnormal vision and sore eyes multiple times within a month after surgery. She also refused conservative treatment and requested the removal of the icl from both eyes".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. H4 - 30-jun-2025 corrected to 22-jul-2022. Claim # (B)(4).